Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) hospital of (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in the incident, it was determined that the drawer issue occurred because the device had not undergone a proper, longer power dissipating shutdown, which caused the drawer to remain in an error or unreset state. A field service engineer performed a thorough, power-dissipating reboot by shutting the device down for a longer period, which successfully reset the drawer and resolved the issue remotely. The system functioned as intended after the field service engineer completed the repair.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 2.1 and 2.2 were showing a device not detected on bus error. A reboot with a 3 minute downtime was performed three times; however, the drawers did not recover. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.